Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient undergoing ventricular tachycardia ablation was implanted with an impella cp for mechanical circulatory support. Approximately one hour and forty-five minutes after implantation, the clinical team observed an "impella in aorta" alarm. The device was advanced slightly and appeared adequately positioned under fluoroscopy. Shortly after, the flow dropped from 3.4 liters per minute to 0.5 liters per minute, with continuous suction alarms noted. Repositioning and power level adjustments were attempted but flows did not recover. No abnormalities were noted on the ultrasound. The motor current remained stable and no clot was observed upon impella cp removal. The impella cp device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The pump was returned for investigation. Data log suggests a motor current spike followed by a drop in pump flow. The pump was explanted. According to the clinical report, the patient had tavr. The doctor reported that the flow dropped after advancing the catheter forward. The returned product reproduced the low pump flow, and both the impeller blades were seen broken on the returned product. No other damage was noted on the returned product. The cause of the low pump flow issue was fractured impeller blades. The fracture was characteristic of most likely interaction with tavr. The cause of the device interaction or damage by another device issue was most likely use related use related since the issue occurred during the advancement of the impella, which could have interacted with the tavr.